Event description:
New etq record created in order to update etq (legacy system) complaint number dint 22197 reason for original complaint ¿ asr revision to take place on (B)(6) 2012; asr hip resurfacing system (right); reason(s) for revision: unknown . Requested confirmation from crawfords as to why there are two sets of products for one hip. On 27 may 2015 - update - rcvd reason for revision and correct cup and head that was implanted - been confirmed that two lots of implants were opened - see op notes. Amended implant date to date on op notes - (B)(6) 2015.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision to take place on (B)(4) 2012 asr hip resurfacing system (right) reason(s) for revision: unknown requested confirmation from crawfords as to why there are two sets of products for one hip. (B)(4) 2015 - update - rcvd reason for revision and correct cup and head that was implanted - been confirmed that two lots of implants were opened - see op notes. Amended implant date to date on op notes - kf (B)(4) 2015 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).